Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device was showing a service icon and had a partial loss of defibrillator output energy due to a monophasic output waveform. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing a service icon. Upon initial evaluation, physio-control observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed that the cable tie around a ferrite bead on the therapy wire harness had pressed against an integrated circuit, designator u1, on the analog pcb assembly, causing legs 8, 9 and 10 to be crushed down and legs 1 and 16 to lift, breaking the solder connection. As a results energy was sent through resistor, designator r212, and caused it to arc and break. This resulted in the partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform.

Event description:
The customer contacted physio-control to report that their device was showing a service icon. Upon initial evaluation, physio-control observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient use associated with the reported event.